Event description:
It was reported that implant complications were noted with the trialing catheter. The health care provider (hcp) liked to place catheters in the c-spin but reported that the 81102 ¿shears¿ and "won¿t pass" like the 8516 did. It was unknown what medication this device system delivered at the time of the event other than the catheter was used for intrathecal baclofen delivery. No patient symptoms were reported. Additional information was requested to clarify event details, patient impact and status, and resolution. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).